Manufacturer narrative:
On 2/9/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - complaint confirmed. Unit cleaned. With respect to the returned unit it has passed all specific functional testing requirements, except for the handle is bent on the s.f. Sub assy. No other issues observed with unit. Device history evaluation - device history record reviewed for this product. Quantity 10 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history on file. Conclusion: the end users reason for return was verified however the root cause could not be determined. This issue is being further investigated through CAPA.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports hinge does not hold wishbone in place. On (B)(6) 2015 no further information available(slee). One of 2 associated complaints.